Manufacturer narrative:
Zoll has not yet received the zoll platform for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a shift check, it was reported that the autopulse platform (s/n: (B)(4)) displayed a message of system error- out of service was observed. There was no patient involvement reported.

Manufacturer narrative:
The primary complaint of a system error message was confirmed. The root cause of the problem was due to a defective processor board. The autopulse platform is a reusable device and was manufactured on 07 february 2012. Visual inspection was performed and no physical damage was observed. Functional testing could not be performed since the device failed during power-on self-test. Consequently, the archive data could not be downloaded. Further evaluation also found (unrelated to the complaint) the encoder drive shaft does not rotate smoothly. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).